Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump received an unexpected restart alarm. Customer stated that insulin pump had not been worn since (B)(6) of 2016 and wanted to begin insulin pump therapy. Customer reported that new battery was inserted but insulin pump continued to power off. Customer's blood glucose was unknown. Troubleshooting could not be performed due to insulin pump continuous shut off. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was monitored for several days. The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected restart alarms, off no power anomalies, low battery alarm anomalies or off no power alarm anomalies were noted. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.